Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A healthcare professional reported that a knife was noted to be blunt during surgery. Patient impact information is unknown. Additional information has been requested. Additional information received confirmed that the procedure was completed by using the original knife with no replacement. There was no impact to the patient.